Event description:
It was reported that an aseptico 30k electronic motor failed to auto-reverse properly, possibly causing two files to separate. The tooth was extracted in one case; in the other the canal was filled with the separated piece in place.

Manufacturer narrative:
Because evaluation of the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation will be reported via asr, as appropriate. The device will be returned to the physical manufacturer for evaluation; results are not available as of this report. Evaluation results will be submitted as they become available.